Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had a blood back. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge authorized representative evaluated the iabp unit and confirmed balloon failed. To fix the issue, the fse replaced the crm, safety valve, blood detector tubing, fill manifold, and purge valve, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The repair was performed by a distributor. To fix the issue, the fse replaced the crm module, safety disk, blood detect tubing, fill manifold and purge valve. Then, an air leak test / oxygen anaerobic balloon function test was performed for 1 hour and passed. Then, it was confirmed that the leakage check (safety valve/k6/k6a/k7/k8) was ok. Also, the safety vent / pneumatic / compressor_x1/x2 / atm / pressure transducer check was ok as well. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that after an operation on a patient, the cs100 intra-aortic balloon pump (iabp) had a blood back. No patient harm, serious injury, or adverse event was reported.